Event description:
It was reported by the patient's wife that the patient experienced withdrawal. The patient got a new pump implanted on (B)(6) 2014 after a previous catheter kink and overmedication (refer to manufacturer report # 3004209178-2014-12979), and as soon as the patient got home, the patient was vomiting and having full-blown withdrawals. It was noted that the patient was still nauseous and vomiting on (B)(6) 2014. The caller reported that the sheet that was given by the healthcare professional (hcp) stated that the nausea and vomiting were normal but if it gets to be too much, to take the patient the hospital. The caller reportedly called the hcp but was never called back. It was noted that early on the morning of (B)(6) 2014, the patient was hallucinating and got up and was wandering around. It was noted that all of a sudden, the patient was in the bathroom, had a heart attack, fell to the ground, hit his head, and was choking on the toilet and could not get himself off the toilet. The caller had reportedly been unable to get the patient off the tub because "the patient's neck was stuck on the tub", the patient had three grand mal seizures, and was urinating and defecating e verywhere at the time. It was noted that 911 came and took the patient to the hospital where a blood test revealed that the patient had a heart attack as the patient had a "way elevated" heart enzyme. The patient was then transported to (B)(6) because the hospital did not have the equipment needed to help the patient. The hcp at the hospital did not reportedly want to do anything with the patient because they did not know anything about the pump. Reportedly there was a CT scan performed and something was found in the patient's brain that made them think that the patient may have had a stroke as the left side of his face was slurred but they did not want to do an MRI until they got an okay from the manufacturer's representative or hcp. The pump was intended to infuse morphine, clonidine, and bupivacaine. It was later reported by the patient's wife that the patient was still in the hospital and nobody was helping him. The patient's managing physician for the pump had reportedly been sick so he had not been able to got to the hospital. The patient's wife reported that the patient was dying in the hospital. The doctor at the hospital where the patient was had to check the pump and confirmed that it was working. It was noted that the previous hospital at which the patient was released him when he could not eat or drink or ambulate and was vomiting. The patient's managing physician reportedly wanted the patient transferred back to that hospital, however the patient's wife stated there was no way. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's wife found him in the bathroom and she had to perform cardiopulmonary resuscitation (CPR) to revive him. It was noted they were still going to therapy due to this experience. Eventually they want to wean him off of the medication and discontinue the pump due to previous issues that have occurred. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).